Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the watertightness was lost due to damage on the cable unit, however, a root cause for damage on the cable unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited poor water-tightness and damage on cable unit. There was no patient involvement.